Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding surgery details and recipient status will not be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced retention issues due to a thick skin flap. The recipient underwent skin thinning surgery and replacement of internal magnet on (B)(6) 2021. The recipient recovered well from surgery, however, the issues did not resolve.